Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly had a deflation issue. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly had a deflation issue. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. One photo was reviewed. The photo shows label of the device and proximal portion of a catheter and an unknown sheath. No specific anomalies noted, from the submitted photo. Therefore, the reported deflation issue could not be confirmed on the findings, no conclusion can be made. Therefore the investigation for the reported deflation issue remains inconclusive as no anomalies were identified based on the submitted photo. A definitive root cause for the reported deflation issue could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.